Manufacturer narrative:
Implant date is unknown but surgery happened in february 2016. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent occipital cervical fixation(o-c2). On an unknown date, post-op, after fixation of o-c2, it was found one side of c2 pedicle screw was broken. Patient complication were reported as unknown.

Manufacturer narrative:
(B)(4). (Intervention required). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a revision surgery was operated to extend the fixation level to th1. The surgeon left the c2 broken part of pedicle screw into the bone and he removed the only top part of it and inserted using a bigger size screw. The surgeon added screws at c4/5/7/1 and revision surgery was performed.